Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "safety-s". This behavior leads to a pump stop. No harm to any person has been reported. A getinge field service technician will be sent onsite for an investigation of the pump. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 pump displayed the error message: "safety-s". This behavior leads to a pump stop. No harm to any person has been reported. Complaint ID# (B)(6).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "safety-s" during routine check. No harm to any person has been reported. A getinge field service technician (fst) was onsite for an investigation on 2023-07-04. The fst was able to reproduce the reported error message: "safety-s". The fst replaced the safety system board and the motor control board which solved the error message. A full check was performed and the device was observed for multiple hours. The device is working to factory specification. The replaced parts were not available for investigation. Thus no exact root cause could be determined for the reported failure. However a similar complaint was investigated at getinge life cycle engineering on 2023-06-19 and most probable root cause was identified as a loose contact in the connection cable to the control board. Further to this according to the hl20 risk assessment this event can be contributed to: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error) the device in question was manufactured on 2016-03-17. The review of the non-conformities during the period of 2016-03-17 to 2023-06-08 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "error message "safety-s"" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#(B)(4).